Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired. The date of patients' death and implant duration are unknown, therefore, the aware date is being used as the occurrence date. It is unknown if the death was device related. No further details were provided. Info learned from implant pt registry.